Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered alerts for excessive charge time, charge circuit timeout, elective replacement indicator (eri)/end of life (eol), and inactive charge circuit. It was also noted the physician felt there was a product issue with the right ventricular (rv) lead that had triggered a lead warning. Follow-up was completed for further information about the rv lead issue, but the company representative was unable to provide further details. The rv lead was capped and replaced, while the ICD was removed and replaced. No patient complications have been reported as a result of this event.